Manufacturer narrative:
This complaint is still under investigation.

Event description:
Clinical report states that patient was revised to address soft tissue changes verified by MRI and pain.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this case closed to CAPA.

Event description:
Clinical report states that patient was revised to address soft tissue changes verified by MRI and pain.update rec'd 19 sep 2014 - rec'd der, additional stem, sales rep details, revision date, surgeon, hospital, filled in all marked to mw boxes, lot number for head